Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that methadone was set-up to infuse as secondary. However, the patient allegedly did not receive the entire dose and there was residual fluid left in the bag of medication. There was patient involvement, but outcome is unknown.

Event description:
It was reported that methadone was set-up to infuse as secondary. However, the patient allegedly did not receive the entire dose and there was residual fluid left in the bag of medication. There was patient involvement, but outcome is unknown.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an under infusion - methadone was not determined because no products or device logs were returned.